Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jun-27. It was reported that the patient did not know what the cause of the oor error code and the battery level issue. To resolve the issues, the patient recharged their implant, put new batteries in the programmer and the oor code disappeared when they pressed the navigation key once. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient and from a patient with an implantable neurostimulator (ins) for spinal pain. The rep stated that the patient encountered an out of regulation (oor) error code. Oor information was reviewed with the rep. The rep was unsure when the patient experienced the oor and they did not have much information regarding the event. The rep noted that the patient¿s high definition settings have a maximum limit of 4.5 volts and reviewed lock out oor was about 9.7 volts. The rep could not troubleshoot due to lack of access to the product. The patient called patient services and also reported having an oor error code when their implant was only at 2.5 volts. They were trying to use their patient programmer to check their settings and when they synced the programmer to the ins the oor message came up immediately. It was reviewed that the oor could be bypassed by pressing any arrow on the navigation bar. The patient stated that their implant charge level was 50% and they had just charged the stimulator. They also noted that their therapy was on. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.